Event description:
Customer reported hospitalization due to high blood glucose. Customer woke up with 600 mg/dl. The blood glucose reading at the time of the event was 585 mg/dl. Customer did treat with manual injection. Customer experienced thirst, frequent urination and fatigue. Physician stated that the insulin pump malfunctioned. Hospital treated with IV fluids; customer was released when the blood glucose level was 199 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.